Event description:
A customer contacted baxter's global technical service center with air bubbles in the patient line on the homechoice (hc) machine. The home patient (hp) stated he saw air bubbles in the patient line and the hc displayed connect yourself/check patient line. The hp stated he was using the long set tubing. The technical service representative (tsr) explained the patient line was primed by gravity and assisted the hp with re-priming the patient line. The hp stated the hc was at connect yourself/check patient line and there were still some air bubbles. The hp repositioned the lines and then stated the patient line moved down a little bit. The hp re-primed the line. The hp stated the solution was to the top of the patient line, but there were air bubbles still. The air bubbles were the size of peas, so the hp continued with therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance called and spoke with the peritoneal dialysis (pd) nurse on (B)(6) 2010, who stated that the patient had no clinical issues develop as a result of this event. No sample was available for evaluation. The patient was familiar with proper procedures and had no similar incidents occur. This complaint for a report of an incomplete prime was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. There was not enough data within the complaint information to identify root cause of the incomplete prime. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.